Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure. The suspect parts could not be obtained for further failure analysis. The system has returned to service with no similar issues reported.

Event description:
A customer reported their x8-2t transducer failed the electrical leakage test. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was found outside of patient use, and there was no patient or user harm. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.